Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens is stuck in the injector. There is clear surgical residue on the injector. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge was not returned for evaluation.

Event description:
The reporter stated that the surgeon was advancing a single piece silicone lens model aa4204vl and the lens became stuck in the injector. There was no patient contact or injury.